Manufacturer narrative:
Med report 3003721894-2018-00138 is associated with argus case (B)(4), corega super crema. Corega super crema is marketed as super poligrip in the us.

Event description:
Allergic reaction (serious according to the patient) (allergic reaction). Swollen face and throat/face deformity (facial swelling). Swollen face and throat (throat swelling). Throat looks as if she has bronchi (pharynx discomfort). Face deformity (deformity). Face bruising (bruising of face). Increased systolic and diastolic blood pressure (increased blood pressure). Increased heart beats (heartbeats increased). Increased blood sugar levels (sugar blood level increased). Case description: this case was reported by a consumer via call center representative and described the occurrence of allergic reaction in a (B)(6) female patient who received triple salt dental adhesive cream (corega super crema) cream for product used for unknown indication. Co-suspect products included levocetirizine hydrochloride (xozal) for product used for unknown indication. On (B)(6) 2018, the patient started corega super crema. On an unknown date, the patient started xozal at an unknown dose and frequency. On (B)(6) 2018, 1 days after starting corega super crema, the patient experienced allergic reaction (serious criteria other: as per the reporter), facial swelling, throat swelling, pharynx discomfort, bruising of face, increased blood pressure, heartbeats increased and sugar blood level increased. On an unknown date, the patient experienced deformity. The patient was treated with desloratadine (aerius), dexamethasone and valsartan (avalsan). Xozal was continued with no change. On an unknown date, the outcome of the allergic reaction, bruising of face, increased blood pressure, heartbeats increased and sugar blood level increased were recovering/resolving and the outcome of the facial swelling, throat swelling, pharynx discomfort and deformity were not recovered/not resolved. The reporter considered the allergic reaction, facial swelling, throat swelling, pharynx discomfort, deformity and bruising of face to be related to corega super crema. It was unknown if the reporter considered the increased blood pressure, heartbeats increased and sugar blood level increased to be related to corega super crema. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, action taken of corega super crema was withdrawn and dechallenge was positive. The consumer used a sample of corega super that her dentist gave her only on (B)(6) 2018 and the next day on (B)(6) 2018 she experienced allergic reaction (serious according to her), therefore she withdrew the corega. She experienced throat and face swollen, her throat looked as she had bronchi, face deformity and face bruising. She visited the outpatient department of the hospital where she was administered antihistamines and cortisone but she was not hospitalized. After return from the hospital on (B)(6) 2018 she measured her blood pressure, which was 100mmhg (diastolic) and 160 mmhg (systolic) and her heart beats were 105/min. Usually her blood pressure is 60-70 mmhg (diastolic) and 100-110 mmhg (systolic), whereas her heart beat are usually 68/min. Also, after the return from the hospital she measured her blood sugar levels, which were 215 mg/dl, whereas usually was 100 mg/dl (which was the upper normal level). After return from the hospital the patient was using aerius and dexamethasone as treatment for the allergic reaction. Since (B)(6) 2018 she started avalsan as treatment for the increased diastolic and systolic blood pressure. On (B)(6) 2018 the blood pressure was 85 mmhg (diastolic) and 145 mmhg (systolic), which means it was resolving. Increased heart beats and increased blood sugar levels were also resolving. Heart beats were 85/min and blood sugar levels 112 mg/dl. No treatment was followed for the increased blood sugar levels. The patient believed that the symptoms of allergic reaction were due to corega but she did not know where the increased blood pressure, heart beats and blood sugar levels were due to. The patient was using for about a month xozal, which she stopped on (B)(6) 2018 since she was recommended to start another antihistamines from the hospital. The swelling and deformity of the face were not resolved, whereas the bruising was resolving. The reporter considered the allergic reaction, swelling face, throat swelling, pharynx discomfort and bruising of face to be unrelated to xozal it was unknown if the reporter considered the increased blood pressure, heartbeats increased and sugar blood level increased to xozal.

Event description:
Allergic reaction (serious according to the patient) [allergic reaction]. Swollen face and throat/face deformity [facial swelling]. Swollen face and throat [throat swelling]. Throat looks as if she has bronchi [pharynx discomfort]. Face deformity [deformity]. Face bruising [bruising of face]. Case description: this case was reported by a consumer via call center representative and described the occurrence of allergic reaction in a 58-year-old female patient who received triple salt dental adhesive cream (corega super crema) cream for product used for unknown indication. Co-suspect products included levocetirizine hydrochloride (xozal) for product used for unknown indication. On (B)(6) 2018, the patient started corega super crema. On an unknown date, the patient started xozal at an unknown dose and frequency. On (B)(6) 2018, 1 days after starting corega super crema, the patient experienced allergic reaction (serious criteria other: as per the reporter), facial swelling, throat swelling, pharynx discomfort, bruising of face, increased blood pressure, heartbeats increased and sugar blood level increased. On an unknown date, the patient experienced deformity. The patient was treated with desloratadine (aerius), dexamethasone and valsartan (avalsan). Xozal was continued with no change. On an unknown date, the outcome of the allergic reaction, bruising of face, increased blood pressure, heartbeats increased and sugar blood level increased were recovering/resolving and the outcome of the facial swelling, throat swelling, pharynx discomfort and deformity were not recovered/not resolved. The reporter considered the allergic reaction, facial swelling, throat swelling, pharynx discomfort, deformity and bruising of face to be related to corega super crema. It was unknown if the reporter considered the increased blood pressure, heartbeats increased and sugar blood level increased to be related to corega super crema. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, action taken of corega super crema was withdrawn and dechallenge was positive. The consumer used a sample of corega super that her dentist gave her only on monday (B)(6) 2018 and the next day on (B)(6) 2018 she experienced allergic reaction (serious according to her), therefore she withdrew the corega. She experienced throat and face swollen, her throat looked as she had bronchi, face deformity and face bruising. She visited the outpatient department of the hospital where she was administered antihistamines and cortisone but she was not hospitalized. After return from the hospital on (B)(6) 2018 she measured her blood pressure, which was 100mmhg (diastolic) and 160 mmhg (systolic) and her heart beats were 105/min. Usually her blood pressure is 60-70 mmhg (diastolic) and 100-110 mmhg (systolic), whereas her heart beat are usually 68/min. Also, after the return from the hospital she measured her blood sugar levels, which were 215 mg/dl, whereas usually was 100 mg/dl (which was the upper normal level). After return from the hospital the patient was using aerius and dexamethasone as treatment for the allergic reaction. Since (B)(6) 2018 she started avalsan as treatment for the increased diastolic and systolic blood pressure. On (B)(6) 2018 the blood pressure was 85 mmhg (diastolic) and 145 mmhg (systolic), which means it was resolving. Increased heart beats and increased blood sugar levels were also resolving. Heart beats were 85/min and blood sugar levels 112 mg/dl. No treatment was followed for the increased blood sugar levels. The patient believed that the symptoms of allergic reaction were due to corega but she did not know where the increased blood pressure, heart beats and blood sugar levels were due to. The patient was using for about a month xozal, which she stopped on (B)(6) 2018 since she was recommended to start another antihistamines from the hospital. The swelling and deformity of the face were not resolved, whereas the bruising was resolving. The reporter considered the allergic reaction, swelling face, throat swelling, pharynx discomfort and bruising of face to be unrelated to xozal it was unknown if the reporter considered the increased blood pressure, heartbeats increased and sugar blood level increased to xozal. Follow up information received on 22 may 2018 co-suspect products included dexamethasone unknown for allergic reaction. On (B)(6) 2018, the patient started dexamethasone at an unknown dose and frequency. On (B)(6) 2018, 1 days after starting corega super crema and less than a day after starting dexamethasone, the patient experienced increased blood pressure, heartbeats increased and sugar blood level increased. Dexamethasone was discontinued (dechallenge was positive). On an unknown date, the outcome of the swelling face, throat swelling, pharynx discomfort and deformity were not recovered/not resolved and the outcome of the bruising of face, increased blood pressure, heartbeats increased and sugar blood level increased were recovered/resolved. The reporter considered the increased blood pressure, heartbeats increased and sugar blood level increased to be unrelated to corega super crema. The reporter considered the increased blood pressure, heartbeats increased and sugar blood level increased to be related to dexamethasone. The reporter considered the increased blood pressure, heartbeats increased and sugar blood level increased to be unrelated to xozal. These events were resolved after withdraw of dexamethasone, therefore the patient believes that they were due to it and not to corega or xozal. Since the increased systolic and diastolic blood pressure was resolved the patient stopped using avalsan. The patient reported that she had no history with allergies.